Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient went to sleep but was awoken by the cgm device alerting her to a low cgm value of 40 mg/dl. The patient did not take a bg meter reading at this time. The patient self-treated with juice and went back to sleep. The patient was awoken again with a cgm reading of 245 mg/dl. The patient also did not take a bg meter reading at this time. The patient self-treated with insulin via the patient¿s omnipod insulin pump and again, went back to sleep. Around 6:00 am, the patient¿s son could not wake the patient up. It was not specified what the cgm was displaying at this time and no bg meter reading was taken. Despite not knowing what the cgm was displaying at this time, and having no bg meter comparison readings, the patient was alleging a cgm inaccuracy and stated the cgm was the reason she ¿almost died¿. The patient¿s son called emergency medical services (ems). Once ems arrived, the patient¿s cgm was displaying low, and the patient was treated with oral glucose gel. It was reported ems did not perform a bg meter reading on the patient upon arrival. After treatment with the glucose gel, the patient regained consciousness. A bg meter reading was done at that time, which was 120 mg/dl while the cgm was reading 40 mg/dl. The patient remained at home and was not taken to the emergency room. The patient was ¿feeling fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient self-treated. There were no reported glucose values available to search within the parkes error grid calculator when the patient was unconscious. The reported glucose values fall within the b zone of the parkes error grid after treatment. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.